Manufacturer narrative:
(B)(4). The used sample was not returned to baxter for evaluation; therefore, the reported condition was not confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. Based on the information gathered during baxter?s investigation, the root cause of this report was not determined. A use error occurred after alarm. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services (gts) regarding a check supply line alarm that appeared on the homechoice (hc) unit during priming. The hp stated she started over with a new set with the same bags. The technical service representative (tsr) explained to start over with all new supplies. The tsr also explained the alarm and the causes. The tsr assisted the hp to close the clamps and cycle the power. The hp confirmed to restart with all new supplies. No injury or medical intervention was reported.